Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacturer dates are unknown. (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent was returned loaded to the delivery system and the guide catheter was kinked/broken and stretched. The push catheter was severely kinked in some positions. The suture hole was severely torn. No other issues with the device were noted. Based on the product analysis, handling and manipulation of the device during its use can lead to kinking/bending of the catheters. User technique when they insert the unit into the scope can kink the catheters. This condition can cause friction between the components at kinked/bent areas in the catheters. Continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in the guide catheter stretching and breaking. Additionally, suture hole torn indicates that the suture was properly placed in the device and it was submitted to tension forces resulting in tearing of the suture hole. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was received by coyol cis on (B)(6) 2020. There is no further information regarding this event. This event has been deemed reportable based on the investigation results; guide catheter detached/separated.